Event description:
It was reported by the patient that the previously working remote monitor did not respond when the start button was pressed. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor did not respond when the start button was pressed. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor was replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event during the initial visual/functional check. However after further analysis was performed, the event could not be confirmed, therefore a root cause could not be determined.